Event description:
The customer stated that she has been experiencing constant high blood glucose levels. The customer stated that she was hospitalized recently for diabetic ketoacidosis. The customer had severe dehydration, no use of arms or legs and was urinating frequently. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.